Manufacturer narrative:
Insulin pump received with missing partial display due to cracked and bleeding lcd glass. Unable to confirm frozen screen and unable to perform any tests due to lcd physical damage. Insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump¿s screen was frozen. When they replaced the battery the insulin pump would not go pass the ver screen and a long beeping sound would start. The customer¿s blood glucose during the incident was unknown. They removed the battery for 2 hours and then inserted a new battery. However, the issue remained. The insulin pump is expected to be returned for analysis.